Event description:
It was reported that the patient experienced undesired stimulation which affected the bladder. It was also noted that the remote control could no longer connect to the Implantable Pulse despite troubleshooting taken. The patient underwent IPG replacement procedure and was doing well postoperatively.